Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was the patient stated that over the weekend, they tried to charge the ins but couldn't get it to charge "so I gave up and I tried calling the sales girl but the vm said they only work monday through friday" and never heard from rep. Pt tried to charge during the call and it was in prm mode and kept getting zeros for the numbers, and eventually got 1 and 2 but it wouldn't charge. Reviewed that since patient was just implanted swelling can hinder the charging process. Pt said their implant does "seem swollen and its like there is fluid under the skin so I sent a picture to my doctor and said they would probably prescribe another antibiotic". They said the implant doesn't look red or irritated and doesn't feel warm. They aren't getting therapy yet but that would be expected since the ins battery is depleted. Pt says they have weak legs and don't walk much because of the lower back pain, and asked the reps if there is a way to cover both the lower back and legs. Pt says group a is for their legs, and group b and c is for the lower back. Pt says that their right lower back hurts and can only feel stimulation on the left side when it was on. Pt said they have their follow up appointment on (B)(6). Advised that pt follow up with hcp/rep about these concerns.